Manufacturer narrative:
The concomitant products: carto 3: model# m-4800-01, serial # (B)(4). Stockert: model# m-5463-01, serial # (B)(4). Coolflow pump: model# m-5491-02, serial # (B)(4). Soundstar: model# m-5723-05, lot# 51089053. C3 ez steer cs with auto ID: model# d-1263-06-s, lot# 51089053. (B)(4).

Event description:
It was reported that during an atrial fibrillation (afib) procedure, the patient became hypertensive. Intracardiac echocardiography (ice) was used and a pericardial effusion was found. A pericardialcentesis was performed. The patient was in the (B)(4) trial. According to the physician, long ablation time as a combination of cryoballoon for pulmonary vein isolation (pvi), and thermocool for complex fractionated atrial electrograms (cfae) mapping and ablation, and left atrial flutter mapping and ablation might contributed to this event.

Manufacturer narrative:
After multiple follow-ups to retrieve the catheter, no catheter was returned. Therefore no evaluation was performed. The device history record was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. (B)(4).